Manufacturer narrative:
A bilateral screw fracture was reported. The patient has not been revised at this time. X-rays were made available to manufacturer. Device was not available for testing. Manufacturer will file a follow-up report when new information is available. Device still in patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Patient continues to do well. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains with the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the complaint trends related to this screw fracture did not reveal any contributing information. A review of applicable material, inspection, and manufacturing records of possible device manufacturing dates according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. According to the applicable product line risk related documents, k2m has identified that the screw may have failed due to screw placed too proud to pedicle surface, excessive torque on screw insertion or removal, patient trauma or excessive loading. Several other causes which may have been contributed to this issue could be obesity, inappropriate activity during recovery, as identified in the IFU. A review of all applicable risk related documents revealed that k2m addresses potential screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary.

Event description:
Manufacturer was made aware of bilateral screw fracture on (B)(6) 2015. Patient has not been revised.